Event description:
It was reported by service report that the jack was stuck in the down position. The unit did not have a serial number on it. No patient involvement or adverse consequences are reported.